Manufacturer narrative:
Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Concomitant device reported: radiolucent insertion handle for trochanteric fixation nails (part # 03.010.405, lot # 7833273, quantity 1).

Manufacturer narrative:
Device was used for treatment, not diagnosis. Patient¿s age at time of event and/or date of birth are not available for reporting. Patient¿s year of birth is (B)(6). Device is an instrument and is not implanted/explanted. (B)(6). 510(k): device is not distributed in the united states, but is similar to device marketed in the USA. The subject device has been received and is currently undergoing investigation. A device history record review was performed for the subject device lot number. Manufacturing location: synthes (B)(4). Date of manufacture: jun 4, 2012. The review showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. No non-conformances were generated during the production of the subject device. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes europe reported an event in (B)(6) as follows: it was reported that during nail insertion the connector broke. There was no surgical delay or report of patient harm. Information regarding the surgical and patient outcome is not available for reporting. Concomitant reported parts: 1x insertion handle (part and lot unknown); 1x proximal femoral nail (part and lot unknown). This report is 1 of 1 for (B)(4).

Manufacturer narrative:
A product investigation was completed: the visual inspection of the returned connector has shown that the threaded tip is completely broken off. The broken part was not sent back for investigation. There are also a lot of hammer blows visible over the whole instrument. The device history record was researched, no abnormal findings were identified. There were no issues during the manufacturing of the product that would contribute to this complaint condition. Unfortunately we are not able to determine the exact cause which has led to the breakage. Due to the visible damages, it is likely, that a mechanical overload situation has led to the breakage. The relevant dimension could not be measured because the tip is completely broken off. No product fault could be detected. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.